Event description:
Caller reported that pump battery would not charge. Caller confirmed there was no adverse impact to their blood glucose level, which remained within the normal range. Caller attempted various troubleshooting steps, such as using different wall outlets, adapters, and cables, but the issue persisted. The customer reverted to an alternate method of insulin therapy.